Event description:
The physician attempted an arteriotomy closure with the perclose at (closer ak) device after an intervention embolisation of an arteriovenous malformation (avm) performed under general anesthesia on 12/15/2005. A femoral angiogram was reportedly not done. The vessel location, size and condition were not reported. The first device was reportedly placed and closed over a wire, as is "normal practice." It was reportedly "didn't feel it tightened on the artery but the knot seemed to be down as far as it could go." There was still excessive bleeding, so a second perclose device was placed over the wire. It was reported it reduced but did not stop the bleeding. The device was removed and compression held for five (5) minutes at which time hemostasis was reportedly achieved. On the next day, the avm was scanned. The results were not reported. The "patient was walking and complainted of some groin discomfort" but went home" - assumed normal soreness." Five days later he reportedly called his physician "complaining of short distance claudication." An ultrasound done two days later revealed the common femoral artery (cfa) "was almost completely occluded with thrombus." The posterior artery wall was reportedly "apposed to the anterior wall". One day later the cfa was excised and interpositioned with a vein graft. A 5f arrow flex shield was also reportedly used. Reportedly, the graft has stenosed. At last report, the patient still had claudication and was awaiting a graft revision. This report reflects both perclose at devices used. Although requested, no additional was provided.